Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the ER and was subsequently admitted into the intensive care unit, customer's blood glucose (bg) was 682 mg/dl, and high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin which resolved the issue, and customer was released 10/11/23.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.